Event description:
Customer reportedly received results of 314 mg/dl and 136 mg/dl within 10 minutes on the aviva system. Caller states customer was feeling unwell when the reported results were obtained. Caller arrived at customer's school one hour later; customer tested 223 mg/dl on a different aviva system. Customer ate lunch and was given insulin after the result of 223 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.